Event description:
The pump was returned for investigation. Investigation revealed that the current draws were out of required specifications and an internal component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed multiple low battery warnings and replace battery alarms. Evidence of excessive battery usage was also observed in the history. Evaluation revealed that current draws were not within specifications and an internal component on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).